Event description:
It was reported that a patient underwent unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: 1. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. Nicole: all 3 sutures were broken during use on patient. Surgeon decided not to use the remaining sutures in the same box hence returned all 6 unopened for investigation. 2. It was indicated that 3 sutures were opened, could you confirm if the 3 sutures opened have broken? Nicole: yes. H6 component code: g07002 no device problem. H3 investigation summary: the product was returned to ethicon for evaluation. One open folder with a needle suture piece were received for analysis. The product code is 2881g. During visual inspection of the returned sample, marks were observed on the body needle and the end of the suture was cut by a surgical instrument. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. Six representative unopened samples were received for analysis. Product code 2881g. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.